Manufacturer narrative:
Date of event: (B)(6) 2017. Date of report: 03 jul 2019. The manufacturer's field service engineer (fse) evaluated the device and noted the reported problem is due to corrupt software on the device. An incorrect serial number was programmed to the ui board. The (fse) programmed the serial number correctly and software version (B)(4) was reloaded to the device. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the device is failing calibration. There was no patient involvement.